Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. Also, it was found that the device's battery status change from ok to end of service (eos) status suddenly on the same day. This report will be associated with the high impedance, and all information related to the sudden eos status will be reported on manufacturer report number 1644487-2018-01513. No additional or relevant information has been received to date.

Event description:
Decoded programming data was reviewed and additional impedance data was found. No additional or relevant information has been received to date.